Event description:
The customer reported that an extra pending intervention was created. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that an extra pending intervention was created. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.